Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a datascope product. No kinks were found on the iab catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.025cm in length. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within the abrasion mark is typical of that producted by contact with a calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
A call was received on (B)(6) 2013 due to a 40cc iab that was pulled because blood was noticed in the helium tubing. The iab was electively not replaced since it was an "end of life" patient and they decided to continue without pump therapy. The patient is currently alive and iab therapy is not being used. On (B)(6) 2013 - noted that iabp waveform changed and the iabp console was alarming on kink and low augmentation when uncovered the groin, noted that blood had backed up into the side port and helium tubing. Pumping immediately stopped and balloon catheter pulled. Due to the patient's condition an after goals of care were discussed with the family, the decision not to replace the catheter was made. Pressor requirements doubled and the patient was on multiple pressors and inotropes. The patient deceased on (B)(6) 2013. No patient injury resulting from the event. No difficulties encountered during the insertion or pumping. Alarm did sound. Blood was in the catheter tubing.